Event description:
Balloon inflated with 1.5 cc air, monitor showed no wedge. Pt coughed, blood noted in ett (problem recognized immediately). Anesthesia called-unable to bag. Ett pulled, pt bagged by mouth, 100% pacing. Resuscitation unsuccessful.